Manufacturer narrative:
Manufacturer ref#: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The delivery tube was found unintentionally broke at manual break site, the findings meet us FDA reportability criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode: krd/hcg. The device was returned to j&j medtech for further evaluation. A non-sterile freeform xsft 3mm x 6 cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the delivery tube between the manual break indicators (mbi) was separated. No other damage was observed. Microscopic inspection did not reveal any damages at the site of the defect. A manufacturing record evaluation was performed, and no non-conformance's related to the reported complaint condition were identified. The issue reported regarding the bent delivery tube is confirmed. This damage suggest that excessive force could had been inadvertently applied during the attempts to advance the embolic coil through the microcatheter, since it was stated that the damage was noticed during advancement; however, due to the limited information obtained, this remains speculative. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) provide the following caution: do not apply a tortuous bend to the area of the manual break markers. This will cause the delivery system to break. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that the pusher wire / delivery tube of the freeform xsft 3mm x 6 cm (xcr120306/31111679) appeared to be bent at the breaking point of the manual break markers. The procedure was not delayed. To troubleshoot the coil was retracted and replaced with a new coil. The procedure was successfully completed. No fragments were generated. No patient injuries nor consequences were reported. Additional event information received indicated that it is unknown if there was a break in material integrity at the site of the defect. No manual detachment attempts were performed. The bent was noticed during advancement. No relevant anatomical information was noted. The reported product is from trunk stock. Based on the product analasis of the device received, the delivery tube was found unintentionally broke at manual break site